Event description:
It was reported that during a lar procedure, the tissue was partly sutured. There were no staples missing. The surgery was completed by hand sewing. The pt was fine.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.